Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the syringes have no markings and measurements on them. To aid in the investigation, three hundred thirty samples of 3ml luer lok syringes in sealed packaging blisters from 3209797 was received for evaluation by our quality team. One box carton was also included with the product label and all applicable product information. All three hundred thirty samples had no scale markings. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 309657, lot 3209797. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3209797 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Corrective actions will include re-education of associates involved in the manufacturing of this lot to applicable procedures and a quality alert will be issued to the manufacturing plant to notify all associates. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok syringe had scale marking issue. The following information was provided by the initial reporter: "the customer is reporting that the syringes are blank, no markings and measurements on them. We would like to report a product defect/complaint. Please process credit or an RMA for this product for your investigation."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.